Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Pre-operative diagnosis: pelvic prolapse, stress urinary incontinence. Post-operative diagnosis: same. Name of procedure: sling urethropexy.